Event description:
Customer reported with an issue of no angulation on r/l (right/left) knob. Foggy image play on angulation and dirt around light guide lens. The issue found during an unknown event. There was no patient harm reported, no user injury reported. Device inspection found forceps elevator has foreign material and inside of light guild lens is dirty.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found the customer reported issue of no angulation on r/l (right/left) was not confirmed. However, low angulation was observed. In addition, service found due to wear of fe (forcep elevator) lever, the u/d (up/down ) button cannot be locked securely. Due to breakage of lg bundle, illumination is uneven. Due to damage on ccd unit, foggy image occurs. Furthermore, during device inspection, foreign material found on the force elevator. The inside of light guide lens found dirty. Additionally, the following findings during device inspection were noted: nozzle is dirty. Adhesive on a-rubber is detached. Connecting tube is snaking. Connecting tube has a scratch. C-cover has a dent. Lg (light guide) lens has discoloration. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to clarify event of the initial report. Attempts to retrieve additional information from the customer are in progress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the foreign material around the forceps elevator was not able to be completely removed due to inappropriate reprocessing. Additionally, the light guide (lg)-lens was dirty due to a gap occurring at lg-lens glue due to physical stress, chemical stress, storage environment, etc., and inside of lg-lens became dirty. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿brushing around the forceps elevator and instrument channel outlet¿. ¿if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ "inspection of the endoscope : ¿ inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion tube for scratching, cracks, stains, gaps around the lens or other irregularities.¿ ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities.¿ ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ ¿this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found.¿ "the storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or pose an infection control risk.)" If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
This report was submitted for the reportable malfunction found at estimation (forceps elevator has foreign material and inside of light guild lens is dirty).

Manufacturer narrative:
This report is being supplemented to provide additional information based on feedback from the field. Please see updates to e1, e2, e3, g2 of the initial medwatch. Additionally, it was later provided the reported issue occurred during reprocessing and confirmed no patient involvement. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.